Event description:
Healthcare professional reported injecting a pt on (B)(6)2014 in the lip, nasolabial folds and glabella with juvederm volbella with lidocaine and in the lips and nasolabial folds with juvederm volift with lidocaine. The pt received a "complementary injection (dosage, areas and products unk)" on (B)(6) 2014. Approx 2 months after that injection the pt developed "edema, redness and pain at the application points" with the possibility of a "biofilm." Pt was treated with "oral corticosteroids," "cephalexin, prednisone, ciprofloxacin and azithromycin. Symptoms are ongoing. Multiple attempts ave been made by allergan to gather add'l info.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of edema, redness, pain, and "biofilm" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.